Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the mesh from one of the leg assemblies tore as the physician tried to throw the leg assembly through the pt's sacrospinous ligament, but nothing detached. The length of the tear is unk. The procedure was completed with another uphold vaginal support system without any complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. The pt's exact age is unk, but is reported to be over 18 years. (B)(4).